Event description:
Patient with 1mm skin abrasion to the right auxiliary arm. This was the location of the temperature probe. All packaging was secured and lot number.manufacturer response for physiological monitor, temperature module, m1029a: voice mail to philips. Will pick-up the unit next day for evaluation.manufacturer response for temperature probe, patient, er400-9 9fr: phone call to the patient monitoring account manager from philips and a phone call to smiths medical.